Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unexpected data error occurred. Cannot open database dsclientoltp requested by the login. The login failed. Login failed for user (B)(6) object reference not set to an instance of an object. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unexpected data errors had occurred. A technical support specialist (tss) successfully deployed the remote smart service (rss) package, however, the remote session continued to time out. The tss found that the system was in suspect mode and confirmed that the database had dropped. A field service engineer (fse) then reviewed the system settings under the guidance of the tss and performed a med application repair followed by a full synchronized, restoring the medstation from a completely down state. The system functioned as intended after field service engineer troubleshot the device.